Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   No product or photograph were returned ; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. Office notes reported pain is medial and directly towards the knee cap on the left and reported mild swelling, numbness, tingling. X-ray review showed well fixed implants, no acute fracture or dislocation. Per case report form, osteolysis was captured on x-ray. Revision notes state that patient was revised due to instability and loosening and grossly found patient unstable on flexion and extension. No intra-op complications/events were noted. This complaint is confirmed through medical records (loosening, instability, osteolysis). Root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs: unk nexgen femoral MDR: 0001822565-2023-00969, unk nexgen tibial MDR: 0001822565-2023-00971.

Event description:
It was reported a patient has had two right knee arthroplasties. Approximately 12 years post implantation, the patient fell and the right knee twisted inward, landing on bilateral knees. Patient was seen in the office about a month after the reported fall with complaint of medial knee pain, osteolysis, mild swelling, and mild numbness. Eight months post office visit the patient underwent a revision with the findings of instability and aseptic loosening. All components were removed and a revision system was implanted without complication.